Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the right ventricular (rv) lead was noted as dislodged, which resulted in episodes of noise and oversensing. The rv lead was explanted and replaced and the patient was stable.